Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance following radiation treatment. In addition, the data trend on the implantable cardioverter defibrillator (ICD) noted the lead data was invalid. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.